Event description:
It was reported that the pt's device suddenly stopped functioning. External equipment was exchanged and programming troubleshooting was attempted. The issue was not resolved. The pt's device was explanted. The pt was reimplanted with another cochlear device.